Event description:
It was initially reported to boston scientific corporation that an excelon transbronchial aspiration needle was used during a transbronchial needle aspiration of a lymphnode. According to the complainant, while unpacking the device the nurse observed that the needle protection sheath was kinked. The needle was not used for the procedure. The procedure was completed with another excelon transbronchial aspiration needle. There have been no complications or injury to the pt due to this event. This event has been assigned a reportable status based on the results of the device investigation. The device was split.

Manufacturer narrative:
Visual inspection revealed the sheath and drive wire of the device are kinked 51 mm from the distal tip of the sheath. This kink caused the sheath to partially split at that location and is most likely attributable to handling damage during unpacking. A functional test revealed when the handle is engaged, the needle extends and retracts as expected. A review of the shop floor paperwork for lot 11888196 was performed. No issues were identified that were associated with this incident. The lot history search was performed no other complaints for this lot were found.